Event description:
It was reported that the burr became stuck on the rotowire. A 1.500 mm rotapro and a rotawire were selected for the percutaneous coronary intervention (pci). The rotational speed was set to 160,000 rpm, and the maximum observed speed was also 160,000 rpm. During use, the device stalled and burr became stuck on the rotowire while inside the patient. The entire system was successfully removed, however, once outside the body, the rotawire could not be withdrawn from the rotapro. This prolonged the procedure. The procedure was completed without performing rotablation. No patient complications occurred, and the patient made a full recovery.

Manufacturer narrative:
Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Device history review: a review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the rotawire ic device confirmed that the event of 'guidewire burr stuck on wire' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to procedure following a review of the reported event details, an available information. It is likely that the issue could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the burr became stuck on the rotowire. A 1.500 mm rotapro and a rotawire were selected for the percutaneous coronary intervention (pci). The rotational speed was set to 160,000 rpm, and the maximum observed speed was also 160,000 rpm. During use, the device stalled and burr became stuck on the rotowire while inside the patient. The entire system was successfully removed; however, once outside the body, the rotawire could not be withdrawn from the rotapro. This prolonged the procedure. The procedure was completed without performing rotablation. No patient complications occurred, and the patient made a full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.